Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was the second time she experienced unexplained high blood glucose levels. Customer's blood glucose level was over 600 mg/dl and was hospitalized on (B)(6) 2016. The quick release fell off and she was not receiving any insulin. She was nauseous. She took a manual injection to treat her blood glucose level. She had a slight diabetic ketoacidosis. She was given fluids and insulin via IV while in the hospital. The customer was wearing the insulin pump at the time of the emergency room visit. The site was not changed every two to three days. The infusion set had a twisted cannula. The customer also experienced low blood glucose levels. Her blood glucose level dropped to 32 mg/dl. The device was not returned.